Manufacturer narrative:
This report is submitted on august 20 2018. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery to explant the device (date not reported) in preparation for a cochlear implant.